Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarm anomaly. The customer reported that the perception of insulin flow blocked alarm seemed slower than usual. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. Multiple boluses were program and properly delivered and recorded in bolus and daily totals history screen. The insulin pump received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.